Event description:
It was reported that during procedure the doctor noticed the 50 degree arthrocare wand did not work. When the doctor took the wand out to visualize the wand tip and noticed the tip was missing. X-ray revealed tip. Patient elected to leave it.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use (¿IFU¿). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Evaluation codes updated.